Event description:
On 12/1/04, the patient contacted lifescan alleging that his one touch profile meter was reading inaccurately high and powering off during use. The medical affairs specialist spoke with the patient on 12/2/04. The patient stated that 2 or 3 days ago, he obtained a result of 171 mg/dl on the reported meter in the afternoon. He retested and obtained a result "about 15 points less". He took 28 units of humulin 70/30 insulin following use of the meter. He stated that he usually takes 22 units of humulin 70/30 insulin in the morning and 16 units at night. Mid day, he takes 22 to 28 units dependent on his meter reading. He said that he decides to take 28 units if his result is "high". He said that he considers any result greater than 150 mg/dl to be high. He does not follow a regimented sliding scale for determining the dosage of insulin to take. About 10 minutes after taking the insulin, he felt shaky and disoriented. He tested with another meter; he did not remember the result he obtained and did not have the meter with him to check the results in memory. He ate peanut butter and felt better. The patient experienced symptoms of hypoglycemia following taking insulin and treated himself effectively by eating peanut butter. There is insufficient information to indicate that the meter provided inaccurate results prior to the patient taking insulin and the patient uses personal discretion in deciding what dose of insulin to take following testing. Therefore, there is no indication that the meter contributed to the patient experiencing hypoglycemia. The customer care representative (ccr) could not complete quality control testing because the meter would not power on. The ccr confirmed that the batteries were correctly installed, the batteries had been replaced less than one year ago, and the battery contacts were in good condition. The ccr walked the patient through replacing the batteries and the meter did not power on. Based on the unresolved power issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.